Manufacturer narrative:
Continuation of d10: product ID a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for chronic low back pain and non-malignant pain. It was reported that the personal therapy manager (ptm) was getting stuck at 90%. Reviewed that clearing data would speed it up immediately however data would accumulate over time so it may have to be repeated as it slows down again. Additional information received from the patient reported that the issue first began in december 2024. The cause of the issue was that the ptm had to reset so they could get their medication. It worked for 2-3 weeks but it was slowing down again.